Manufacturer narrative:
Details of complaint: the biomedical engineer (bme) reported that the screen on the g9 monitor was unresponsive, and the onscreen buttons were grayed out. They were unable to reboot the device. This device was connected to a kvm switch. They rebooted the g9 monitor and the kvm switch, but the issue persisted. The device was not in patient use. Investigation summary: nihon kohden technical support (nk ts) followed up with the customer for the exchange on the g9 monitor. The customer stated this g9, serial #(B)(6), was working as intended with no device malfunctions, so the device was not sent in for the exchange and evaluation. As such, nk was unable to confirm the reported issue. A definitive root cause could not be determined. Based on the available information, the most probable root cause for the screen to be unresponsive could have been caused by a loose power cable, incorrectly connected video cables, or incorrect display settings. As the customer was attempting to swap out the g9 at the time of the event, the issue could have been user end related. The customer did confirm the g9 was working as intended with no malfunctions and the defective unit was not returned to nihon kohden. A display failure may be caused by a loose power cable, loose cable extender, incorrectly connected video cable(s), defective usb port, defective power supply, defective ac outlet, defective video card, defective battery, or a broken incompatible, or defective display. For incorrect viewing configuration, or incorrect numerics or waveforms, common causes may include user settings, inconsistent or incorrectly uploaded settings, or by the user changing the view settings, or settings not updating until a complete controlled reboot cycle is performed on the g9 monitor. System alarms will indicate which parameter caused the alarm regardless of whether the parameter is displayed on the screen. A serial number review of the reported device (model: cu-192ra (g9), sn: 1042) does not reveal additional related complaints. A complaint history review of the customer's account does not reveal trends for similar complaints. Nk will continue to monitor and trend similar complaints. Additional information: b4 date of this report. G3 date received by manufacturer. G6 type of report. H2 if follow-up, what type? H6 event problem and evaluation codes. H11 additional manufacturer narrative.

Event description:
The biomedical engineer (bme) reported that the screen on the g9 monitor was unresponsive, and the onscreen buttons were grayed out. They were unable to reboot the device. This device was connected to a kvm switch. They rebooted the g9 monitor and the kvm switch, but the issue persisted. The device was not in patient use.

Manufacturer narrative:
The biomedical engineer (bme) reported that the g9 screen is unresponsive. The buttons are grayed out, and they cannot reboot the g9. This unit is connected to a kvm. They rebooted the g9 and the kvm, but the issue persists. Not in patient use. Nihon kohden continues to investigate the reported event. Nihon kohden will submit a supplemental report in accordance with 21 cfr section 803.56 when additional information becomes available.

Event description:
The biomedical engineer (bme) reported that the g9 screen is unresponsive. The buttons are grayed out, and they cannot reboot the g9. This unit is connected to a kvm. They rebooted the g9 and the kvm, but the issue persists. Not in patient use.

Manufacturer narrative:
**UDI related data quality updates** corrected information: d1 brand name: corrected the brand name from csm-1901 to life scope g9. D4 additional device information / model #: corrected the model # from csm-1901 to cu-192r. D4 additional device information / catalog #: corrected the catalog # from csm-1901 to cu-192ra. D4 additional device information / primary unique device identifier (UDI) #: corrected the UDI # to include the production identifier (pi) information. G4 premarket identification / PMA/510(k) number: corrected the 510(k) # from k151080 to k213316. This is a correction to the suspect medical device involved in the reported event, specifically the unique device identifier (UDI) information in section d of the FDA form 3500a. Additional information: b4 data of this report g6 type of report h2 if follow up, what type?

Event description:
The biomedical engineer (bme) reported that the screen on the g9 monitor was unresponsive, and the onscreen buttons were grayed out. They were unable to reboot the device. This device was connected to a kvm switch. They rebooted the g9 monitor and the kvm switch, but the issue persisted. The device was not in patient use.